Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular (rv) lead exhibited loss of capture. The patient was brought into the clinic. Upon interrogation, the rv lead had dropped in the sensing and impedance. Furthermore, the rv lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture, low impedance, and r¿wave amplitude were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies, except for procedural damage.